Event description:
Reported due to potential for injury. In 2006, a pt underwent a procedure to open a chronic total oclcusion in the right coronary artery. An asahi miraclebros 6 guidewire was used, but was unable to cross the lesion. Upon retrieval, the tip of the wire detached and required approx 20 mins of continuous fluoroscopy and a snare to retrieve. The tip was retrieved and a dissection of the proximal rca was discovered. No treatment was given for the dissection as it was determined to resolve on its own. The procedure was terminated and the pt was discharged the following day with no additional intervention.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Relevant findings will be reported.